Manufacturer narrative:
(B)(4).

Event description:
Symptoms of withdrawal were reported. It was stated that there was a large amount of aspirated drug volume during pump refill. Battery depletion was also stated. The pump was replaced. Patient recovered without sequelae.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the patient had symptoms of withdrawal. The device event was noted as battery depletion. It was noted there was a large amount of aspirated drug volume with the pump refill. No diagnostic methods were listed. The device was replaced on (B)(6) 2009. The outcome was resolved without sequelae on (B)(6) 2009. Additional information received from a healthcare provider (hcp) via a clinical study indicated there were no symptoms of withdrawal. The patient had inadequate pain control without symptoms of withdrawal. It was noted there was 3.7ml of the expected residual volume and 16.6ml of actual residual volume.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the cause of the volume discrepancy was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported per private investigator the battery depletion was premature with no cause noted.